Manufacturer narrative:
The complaint is confirmed based on the surgical notes that was provided. X-ray review was performed and fracture was not see through it. The cables were seen at the lower trochanter ensuring the fractures. DHR review performed and no deviations/anomalies in the manufacturing process were identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's femoral bone fractured during the primary implantation of the stem and cables were used to reduce it intraoperative. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00151504836, liner and shell with plastic barrier 36 mm, 61737879, 00877503601, bioloxâ® delta ceramic femoral head, 2749734. Report source, foreign - the event occurred in the (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient's bone fractured during the primary implantation. Attempts have been made and additional information on the reported event is unavailable.